Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report. A small portion of the outer coating on the distal end of the wire guide has separated from the wire guide and was not included in the return. The information provided indicated the portion of the coating that separated fully detached from the guide wire after removal from the sphincterotome and patient. Information provided also indicated the detached portion was discarded at the user facility. The howell dash ii sphincterotome (catalog number: dash-21) that was used with the damaged wire guide was returned for evaluation. A 0.021" wire guide from our shelf stock was advanced and withdrawn from the sphincterotome and no difficulty or damage to the wire guide was observed. A discrepancy that could have contributed to the wire guide coating damage was not observed during our visual and functional test of the sphincterotome. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the six month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is remote. Conclusions: we were unable to conclusively determine a cause for this observation because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, scope position or progression of disease state, we can not reproduce the actual conditions of device usage. While these are not the sole determining factors of this observation, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: the instructions for use for the metro wire guide describe the appropriate flushing techniques. These include the following directives: flush the wire guide holder prior to removal of the wire guide, flush the wire guide lumen of the accessory device prior to inserting wire guide, flush the wire guide lumen as needed during the procedure to keep the wire guide wet, and before each introduction of the wire guide into a device, wet the wire guide in a sterile water or saline bath. For best results, the wire guide should be kept wet. These activities will ensure proper wire guide performance. If these flushing techniques are not followed, this may result in damage to the wire guide coating, as observed. We can report that resistance in transversing a difficult stricture could have contributed to this observation. If the wire guide receives pressure due to resistance, perhaps due to the patient's anatomy, this can contribute to wire guide coating damage. Prior to distribution, all metro wire guides undergo a visual inspection to ensure device integrity. This inspection includes a visual inspection of the wire guide coating. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy tracer metro direct wire guide with a cook endoscopy howell dash ii sphincterotome. During cannulation of the papilla with the wire guide, a small section of the outer coating separated from the remaining portion of the wire guide coating, but remained attached to the wire guide. No portion of the coating detached in the patient; nothing had to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this occurrence.